Event description:
High rv thresholds measured for at least 3 days starting on 26/nov known high threshold. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).